Manufacturer narrative:
Physio-control has further evaluated the device and has been unable to duplicate the reported device issue. After an evaluation of the electronic device keylog, it was observed that the device did experience a loss of power, but this could never be confirmed during testing. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would intermittently lose power. The customer indicated that this loss of power occurred multiple times during the patient event and once the device was powered back on, a reboot would occur on its own. The patient was being monitored for a 12 lead ECG and the monitoring was delayed approximately 4 minutes due to the reported issue. The customer indicated that the patient did survive and did not suffer any adverse effects.